Event description:
A report was received via social media that the patient had a severe staphylococcal infection and was placed on intavenous antibiotics for four weeks and oral antibiotics for three weeks. The patient underwent an explant procedure.